Event description:
A greenfield filter was implanted on (B)(6) 2012. On the next day it was noted there was perforation and the filter migrated. No further patient complications were reported. It was further reported that the greenfield inferior vena cava (ivc) filter was placed in the infra-hepatic portion of the ivc for assistance in prevention of pulmonary embolism (pe). Ultrasound guidance was used during placement and to confirm placement. A CT scan revealed that the ivc filter was at a slightly high position about 5cm in length with the top at the lower margin of the confluence of the aorta and the right renal vein. 5 or 6 of the 6 struts perforated the ivc with their tips residing within the retroperitoneal fat.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On the next day it was noted there was perforation and the filter migrated. No further patient complications were reported.